Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed intermittent high right ventricular (rv) pacing impedance measurements greater than 2000 ohms. The field representative indicated on initial interrogation he saw noise on the rv channel which resolved quickly. The noise was unable to be reproduced with isometrics. It was also noted that the patient still has pain around the pocket. Technical services (ts) discussed monitoring the patient versus performing a revision procedure. Additional information indicated that the patient has been referred to their implanting physician. The field representative noted there was no evidence of an infection and no allegations were reported against the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation wil be updated should further information be provided.

Event description:
Additional information indicated that the patient was brought in for a potential revision procedure. Prior to removing the device from the pocket, they observed it using radiofrequency (rf) for quite some time and no noise was observed. A tug test was performed and there appeared to be no connection issue. The device was removed from the pocket and the lead was tested using the pacing system analyzer (psa) in which good threshold measurements were obtained. A technical services (ts) consultant was contacted regarding this issue and discussed that if they had verified the lead integrity via fluoroscopy and the portion of the lead in the pocket was visually verified, it could be there was an intermittent connection issue where the setscrew had a good enough connection to keep the lead inserted but not enough that the pin and ring of the is-1 were fully seated. The physician decided to surgically abandoned the lead. And replace the device.

Event description:
--